Event description:
It was reported that prior to a coronary stent procedure, the bottom of the pouch was not sealed and the hoop containing the product fell on the floor. No patient injuries or complications occurred.